Manufacturer narrative:
Citation: feng xu, wei ni, yujun liao, yuxiang gu, bin xu, bing leng, donglei song. Onyx embolization for the treatment of brain a rteriovenous malformations. Acta neurochir (2011). Published online: 28 october 2010 the purpose of this article was to study the experience in the treatment of brain avms with onyx embolization. Between january 2004 and december 2007, 86 patients with brain avms were embolized with onyx. The authors conclude that although onyx allows moderate obliteration rates, combined management, such as adjunctive embolization with microsurgery or radiosurgery, may be effective for selected large avms. The mean patient age was 30.3 years (range, 8¿55 years). There were 51 men and 35 women. The products were not returned for evaluation as this was an event captured through literature review. The products were not returned for evaluation as this was an event captured through literature review. There is limited patient and device information available, however, in this case, the hemorrhages were reported post procedure. Within the article, there was no confirmed defect or device deficiency. Hemorrhagic complications from hemodynamic changes induced by embolization are known inherent risks of the embolization procedure and are documented in the onyx instructions for use (IFU). Based on the reported information, review of ifus, and review of literature to investigate the complaint, the most likely cause for the reported event is procedure related. Additional information has been requested on each case; should the information become available, a supplemental report will be submitted. Mdrs from this literature review: 2029214-2017-00493, 2029214-2017-00494, 2029214-2017-00495, 2029214-2017-00496, 2029214-2017-00497, 2029214-2017-00498, 2029214-2017-00499, 2029214-2017-00500, 2029214-2017-00501, 2029214-2017-00502, and 2029214-2017-00503.

Event description:
Medtronic received information through literature review that 3 patients experienced hemorrhages after the embolization procedure. One patient had an intraventricular hemorrhage and 2 experienced subarachnoid hemorrhages. The patients presented with non-neurologic deficits. The patients were undergoing onyx embolization to treat arteriovenous malformations (avms) in the brain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.